Event description:
This is a report by a physician from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with physioneal, unspecified product therapy. On (B)(6) 2010, the patient began treatment with physioneal, unspecified product (dose and frequency not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient experienced bacterial peritonitis. Hospitalization was not required. The patient began remedial therapy with cefazoline (200mg/l, ip, frequency not reported) and ceftazidine (250mg/l, ip, frequency not reported) on (B)(6) 2010. On (B)(6) 2010, the patient ended therapy with ceftazidine. On (B)(6) 2011, the patient ended therapy with cefazoline. On an unreported date, the patient recovered with sequelae (unspecified). Physioneal, unspecified product continued. The patient's concomitant medications were not reported. The physician believed that the event of bacterial peritonitis was moderate in severity and unrelated to physioneal, because the culture grew an unusual organism.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.